Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 28-aug-2025, it was reported that a beta bionics ilet user experienced repeated restart 38 alerts, which were associated with a hyperglycemic episode with a blood glucose value of 259 mg/dl. The user resolved the issue by performing a full supply change and resuming insulin delivery. No outside medical intervention was required.